Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 which led to occlusion. The blood glucose level was 252 mg/dl and the patient was treated by changing supplies. No further information available.